Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, there was static on the monitor. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed from olympus service operation repair center (sorc) that the cable of the subject device was buckled. Omsc could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred since the video function did not work properly due to a failure of the ccd (image) cable.